Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. A MDR for this product (model number: 1010, serial number: (B)(4) was originally submitted to the FDA on (B)(4) 2013 under MDR number 3009448963-2013-00132. This MDR number is duplicate to a previously submitted MDR for another product (model number: 1010 serial number: (B)(4)), reported on (B)(4) 2013. This MDR is being resubmitted to report this event using a unique MDR number for this product (model number: 1010, serial number: (B)(4)). There is no new information that changes the understanding of this event.

Event description:
Boston scientific received information that during a normal patient follow up, it was not possible to interrogate this device and a red warning screen appeared indicating it had reached end of life (eol). The patient also reported not hearing any tones being emitted. During the last patient follow up in may, the battery status was 68% and only 20 shocks had been delivered. The device was explanted and successfully replaced. No additional adverse patient effects were reported.